Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the leadless pacemaker prematurely released from the delivery catheter after fixation. The device remained implanted. The patient was discharged.

Manufacturer narrative:
The reported event of ¿spontaneous release¿ was confirmed. As received, a complete tri-layer catheter was returned in one piece with the distal tethers aligned. Visual examination found the release knob in misaligned position, but the distal tethers were not misaligned. X-ray examination found the stationary tether wire slipped inside the tether screw. Dimensional analysis was performed, and the tether bullets and distal tether wires were measured within the product specification. The cause of the reported event was isolated to the stationary tether wire being slipped inside the tether screw.